Manufacturer narrative:
Product ID 97715 serial# (B)(4) implanted: (B)(6) 2021 product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 rtg0314869 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was pt mentioned they stopped using their spinal cord stimulator(scs) on their left side because the  ins kept taking longer and longer to recharge since awhile ago. Pt said their ins appeared to be flipped in their stomach area. Pt said it looked like it was slightly tipped and "flipped outwards." Pt said they noticed their implant was tipped awhile ago. Pt said they would spend a long time charging and the controller kept having the pt reposition their recharger antenna (rtm) to find the right spot. Pt said "it would not stay in the right spot." Pt said they then stopped charging their ins. Now, the pt was having a lot of pain and needed to get their scs on the left side working again. During the call, the pt saw the pairing screens on the controller. Pt pressed "implant" and then connected the rtm. Pt got "no device found" and pressed "recharge." Pt was in passive recharge mode. Pt eventually progressed out of passive recharge mode and was charging "excellent/good." Patient services specialist suggested the pt charge their ins and visit their hcp to address the possibility of their ins being flipped or tipped. Pt said they had a problem with the scs of the right side awhile ago and had called pats to have the issue resolved.redirected caller: patient's hcp

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient on (B)(6) 2022. Pt reported that there right stimulator works fine and had a charging issue once that was resolved. Pt also reported that there was always a slight tilt of the left ins and it eventually got worse over time. Pt has an appointment with their healthcare provider (hcp) on (B)(6) 2022 to address the issue. The issue is still unresolved as patient is still finding it very difficulty to charge.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2021 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they reiterated that the ins was tilted and there was pain at the ins site. The pocket was revised and the issue was resolved.